Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose and sticking out drive support cap. Troubleshooting was performed. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. The insulin pump will not be returned for analysis.